Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative regarding an implantable neurostimulator (ins). It was reported that the patient was implanted on (B)(6) 2020 and woke up with abdominal pain on (B)(6) and continued to have abdominal pain. On (B)(6), at request of implanting physician, stimulation was turned on while patient was inpatient. Left him on ld. The impedances were normal. An update on (B)(6) stated the abdominal pain was improving slightly. No further complications were reported or anticipated. Additional information was reported that the event has not resolved. The back pain has improved, but the abdominal pain persists. No further information was reported. On 2020-08-28, additional information was received from the manufacturer representative (rep). Patient had his lead revised. Intra-operative x-ray showed that his lead had pulled down one vertebral body, and moved slightly to the right, when compared with his initial implant x-ray in april. The surgeon advanced his lead so that the tip is now at the top of t9 and secured the lead. Reprogramming and education took place after surgery.